Event description:
It was reported that a footend ICU siderail was kicked off by a patient who was experiencing withdrawal. No adverse consequences to the patient or operator were reported.

Manufacturer narrative:
Snap ring.